Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during branch dissection, the wires on the jaw of the hemopro 2 separated from the insulated housing. The wires did not completely separate from the device; however, they were pulled away. It was reported that the device did not break; therefore, nothing fell into the pt. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The hemopro 2 device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The silicone over-mold was melted in the area under the heater wire. A polyfuse electrical test was performed with a reference power supply, adapter cable and extension cable; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after 30 seconds of cool down. While we cannot conclusively determine the root cause, this type of damage is consistent with the prolonged application of heat without tissue between the jaws, and the improper insertion of the tool into the cannula. As stated in the IFU, activation of the jaws without tissue between them should be minimized and used only in situations which require spot cautery. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).